Manufacturer narrative:
Concomitant product(s): product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n174319008, implanted: (B)(6) 2008, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal intrathecal 2000 mcg/ml (approximately 400 mcg/day) therapy via an implanted pump. The baclofen lot number was unknown. During a revision procedure, the catheter was open for a little while. It dripped and they put the catheter back together and didn't do a priming bolus because they thought a lot came out. The patient then went through withdrawal. The catheter revision was completed, the patient was given a single bolus, and was now doing fine. The event date was (B)(6) 2015. The manufacturer representative was present and aware of the issue on friday. The primary device was related to this event. The indication for use was noted as intractable spasticity. If additional information is received, a follow up report will be sent.